Manufacturer narrative:
Evaluation of the returned device confirmed a leak between the hex top and bottom housing at the uv bond, under the arrest side. The device history record for that lot was reviewed and the inspection report showed that no mps disposable device was found rejected and no specific manufacturing yield issues was reported similar to this complaint condition. All heat exchangers are 200% leak tested on two different automated usons with connected test fixtures. Normally, if any heat exchanger found leak during testing, it's rejected from the lot and reported into the traveler on production yield data sheet. If robot was working correctly would not happen this. This reject part would have gone to rejected bin. The rejected part may be placed into incorrect bin by operator. The automated robot was out of service on one day due to low battery and operator was picking and placing heat exchangers manually on both testers. It is most likely the operator had mixed up reject part mistakenly and placed into good bin because this task normally does by automated robot

Event description:
The hospital perfusionist reported an issue encountered with the mps delivery set during use. It was reported that the set leaked during priming of the system. The perfusionist changed the set for another and completed the procedure. There were no patient complications reported as a result of the alleged event. The set was returned to the manufacturer for analysis.